Manufacturer narrative:
(B)(4). Date sent: 2/27/2024. Additional information was obtained: (B)(6) was a concomitant product to this event.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2024. D4: batch # unk. Additional information was requested, and the following was obtained: how was the bleeding controlled? Used electrotome. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. Is the current patient status known? Discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number a9d10c, and no non-conformances were identified as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, after fired, noted some staples malformed and oozing occurred. Used clip and electrocoagulation rod to stop oozing. No additional information can be provided.